Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter in two segments was returned for evaluation. The first segment contains the y-body and catheter portion, and the second segment contains the balloon covered by the protector and the inner guide wire lumen exposed. No other anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. One photo was reviewed. The photo shows detached segments of the catheter, one of which contains the balloon still loaded into the stylet and protective hoop. Another portion contains the remaining catheter. There were no other anomalies discovered. Therefore, the investigation for the reported catheter detachment was confirmed as the device was returned in two detached segments for evaluation. The reported event can be also confirmed by the submitted photo. A definitive root cause for the reported catheter detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the device was allegedly snapped in half. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly snapped in half. There was no patient contact.